Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR reports: 1627487-2011-02254 and 1627487-2011-02255. The pt received her scs system, including a surgical lead and an ipg, on (B)(6) 2010. It was reported the lead was explanted and replaced due to lead migration and, subsequently, inadequate stimulation. The explanted lead was discarded by the facility. Immediately after the lead replacement procedure, the pt reported severe abdominal pain. As a result, the physician explanted the entire system. Both the explanted ipg and the new surgical lead were discarded by the facility. F/u on the pt found no further issues reported. It is unk if the pt will be reimplanted at a later date.